Manufacturer narrative:
Please note that implantation date has been selected as the expiration date ((B)(6) 2018) for system limitation.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2018 after it passed the use-by-date ((B)(6) 2018). Preliminary analysis did not reveal any technical and safety issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2018 after it passed the use-by-date (B)(6) 2018). Preliminary analysis did not reveal any technical and safety issue.